Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 03/10/2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses possible outcome of leak(s) as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have: "sudden loss of restriction...and unable to retain fluid in the system indicating leak." The lap-band port was removed and replaced.

Manufacturer narrative:
Taper ii supplement #1. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted non-penetrating nicks and rough edges on the port housing. The port base was noted to be discolored, and yellowish in color. A leak test was performed on the port, and no leakage was noted. A fill test was performed on the device, and no blockage or resistance to flow was noted. A microscopic analysis was performed, and the port septum was noted to needle puncture marks, and a piece of pulled/missing material. The port tubing was noted to have a striated end cut, consistent with the removal of the device.